Event description:
Additional information received noted that programming changes were made for the right ventricular lead. There were no patient consequences.

Event description:
Related manufacture reference number: (B)(4). Related manufacture reference number: (B)(4). It was reported that the patient presented remotely. Review of transmission revealed that the pacing system over sensed external noise causing pacing inhibition. No interventions were performed. There were no patient consequences.